Event description:
Pt underwent bilateral silicone breast implants in 1989. Starting in (B)(6) 2011, she developed discomfort in left chest wall. A large fluid collection surrounding the left implant was found in (B)(6) 2012. Fluid drainage showed alk negative anaplastic large cell lymphoma cells without a mass. She underwent removal of bilateral breast implants on (B)(6) 2012. Event abated after use stopped or dose reduced: yes.